Event description:
Patient called alleging that the confirmation did on the test strips are pink. The patient reported blood glucose results of 22mg/dl and 186 mg/dl with a lifescan meter, performed within 10 minutes of each other. Test strips are not expired and patient has not been cleaning the meter according to the owner's manual. Customer service is unable to resolve the issue and is sending replacement supplies.